Manufacturer narrative:
The tip cover accessory has not been returned to isi for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned (post engineering evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the tip cover accessory fell inside the patient. Although, the tip cover accessory was retrieved and no patient harm, adverse outcome or injury was reported, it is unknown what caused the accessory to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory fell inside the patient. The tip cover was retrieved during the same procedure and no x-rays were needed. There was no report of patient harm, adverse outcome or injury.